Event description:
It was reported that the 9600 system had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.